Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012: patient presented with following pre-op diagnoses: spondylolisthesis l4-l5 and l5-s1. Structural instability l4-l5 and l5-s1. Degenerative joint and disc disease l4-l5, l5-s1. Spinal curve lumbar spine. Gait disturbance, lumbar spine. Scoliosis, lumbar spine. Lumbar radiculopathy. Lumbar myelopathy. Neurogenic claudication. For which, patient underwent following procedures: use of bone performative material. Use of rhbmp-2 type ii. Intraoperative biplane fluoroscopy. Local harvesting of cancellous autologous bone. Left transforaminal posterior interbody fusion l4-l5, l5-s1. Pedicle instrumentation l4, l5 and s1 bilateral. Intertransverse process posterolateral fusion, l4, l5 and s1. Cage instrumentation, l4-l5, l5-s1. As per op-notes, the bmp cancellous autologous bone was placed in the anterior disc space at l5-s1, followed by a implant filled with the patient¿s own locally harvested cancellous bone only. The intradiscal space at l4-l5 was filled with locally harvested cancellous bone and rhbmp-2 and bone performative material, followed by a implant filled with the patient¿s own locally harvested cancellous bone only. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.